Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head, unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review confirmed dislocation. Lucency was also identified along the femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03584, 0001822565 - 2019 - 03587.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Dislocation and lucency was seen on the x-ray received. Attempts have been made and additional information on the reported event is unavailable.